Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the arm which is an off-label usage of the device on (B)(6) 2025. On the same day, it was reported that the patient inserted two sensors which both failed. While putting on the third sensor, this one also failed (captured in this complaint). Due to the multiple sensor failures, the patient had been unable to monitor her cgm values for approximately 6 hours. The patient did not have a bg meter to use as a back-up. She began feeling symptoms such as dizziness, nausea, and vomiting. Therefore, she went to the emergency room (ER) around 2pm for evaluation. At the ER, the patient¿s bg meter reading was 230 mg/dl. The patient was treated with IV insulin, IV dextrose and zofran. It was also reported that the patient was dehydrated due to her vomiting. While at the hospital, the patient tried to insert a 4th sensor, which also failed (see cross ref srs). The patient was discharged home around 1030pm the same day. Her bg meter reading was 198 mg/dl at discharge. The patient was ¿stable¿ at the time of report. Performance data was reviewed. A sensor failure was not found within the investigation window. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available.